Manufacturer narrative:
Possible lot numbers are 14576845, 14520712, 14452297. The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a 5 units of ext set tubing pur yellow with spike, y-clave¿, clamp, luer check valve, a drop of chemotherapy drug was observed on the operator¿s hand. Further inspection identified a small leak at the junction of the extension tubing. The leak was cleaned according to facility protocol. The patient¿s condition remained stable before, during, and after the event, and the full prescribed dose was administered without delay. No device defects were observed, and no additional medical intervention was required. There was patient involvement with no injury or adverse clinical consequences reported.